Manufacturer narrative:
Internal file no: (B)(4). Unable to determine the cause of the customer's report of a secondary infusions taking longer then expected. Customer stated the devices will not be returned for evaluation.

Event description:
The customer reported secondary infusions take longer than expected because fluid is being pulled from the primary fluid container as well as the secondary. No pt harm or medical intervention required. Although requested, no additional pt or event details provided.